Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: express-vascular ld, pmtd, 8.0x30x75cm was received for analysis. A visual and microscopic examination identified that the stent had been moved to position that was approximately 4mm distal of the proximal markerband. This is most probably the location that the stent was placed when it was remounted on to the device. A microscopic examination found the displaced stent to be severely damaged along its entire length. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A microscopic examination identified inflation media inside the balloon of the device which is an indication that the balloon had been subjected to positive pressure. It is not known when positive pressure was applied to the device. A visual and microscopic examination identified no issues with the balloon material that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 8.0 x 30 x 75 cm express ld vascular stent catheter was selected for use. However, the stent fell out of the balloon during preparation. After that, the stent was pressed against the balloon by hand and fastened again, but it did not enter the sheath. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 8.0 x 30 x 75 cm express ld vascular stent catheter was selected for use. However, the stent fell out of the balloon during preparation. After that, the stent was pressed against the balloon by hand and fastened again, but it did not enter the sheath. The procedure was completed with another of same device. No patient complications were reported.